Event description:
Insulet omnipod dash medical device-- frequent issues with adhesive patch stretching out or failing entirely allowing for cannula to dislodge and not deliver insulin. FDA safety report ID# (B)(4).